Manufacturer narrative:
Approximate age of device ¿ 11 months 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient changed his controller at home after they attempted to perform a controller self-test. The self-test did not initiate. The patient noticed that his controller was completely blank. His pump running symbol was not illuminated and his screen was not functioning. It appears that the controller completely ran out of power but his controller never alarmed to warn him of this. The ebb appeared to be completely drained and the controller clock had been reset. The ebb had cumulative use of 117 minutes (the patient was only on this controller from (B)(6) 2019 to (B)(6) 2019. The controller was able to run the hm3 loop without issue. The site could not get the self-test function to work, even after 10+ attempts. Tech services reviewed the log files and found a low power advisory, and a low power hazard. The log file shows that the ebb began operating the system, and roughly two hours later a pump stop that all occurred on (B)(6) 2019. No additional information was reported.

Event description:
Additional information: it was reported that the while the emergency backup battery supported the system the pump switched from operating in pulse mode to continuous mode and the speed was lowered to the lower speed limit of 5200 rotations per minute. This occurred by design. No further information was reported.

Manufacturer narrative:
Section b5: additional information. Section d10: corrected information. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed that the external and backup batteries were both fully depleted, causing the pump to stop. The submitted system controller event log file contained data from 24feb2019 through 26feb2019 before the system controller was reset with 01/01/2000. Starting on 25feb2019 at 9:47:10 am, low power advisories alarms were active when the 14v li-ion batteries were partially depleted. The alarms resolved when the batteries were replaced with charged batteries. On 26feb2019 at 4:56:51 am, low power advisories alarms were active until 7:12:35 am, when the low power advisories became low power hazard alarms. The 14v li-ion batteries continued to deplete until they were fully depleted, resulting in a no external power alarm at 7:34:56 am. The backup batteries continued to run the pump until the backup batteries were fully depleted causing the pump to stop. The pump remained stopped until the end of the file. The pump speed remained above the low speed limit and the pump appeared to function as intended before both 14v li-ion batteries and backup batteries were fully depleted. The submitted system controller periodic log file a no external power alarm event on 26feb2019 consistent with the fully depleted 14v li-ion batteries. The backup batteries continued to run the pump and the pump appeared to function as intended. The account communicated on 11mar2019 stating that after the patient switched their controller, the alarms stopped. No patient consequences were reported during this event. The patient remains ongoing on heartmate 3 lvas. There is no product available for evaluation. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.